Event description:
The user facility reported to terumo cardiovascular sys corp, that during cardiopulmonary bypass, the pco2 was very high and the sweep had to be run too high reportedly because of the pt's size. The rx25 oxygenator was run w/ co2 at 4.5 l w/sweep at 60. When it was run at 7 l the sweep was 57, and at 10 l the sweep was 47. The flow was 2.0 index and the hct was 36. No known impact or consequences to pt. Product was not changed out. Surgery was completed successfully w/out delay.

Manufacturer narrative:
Terumo has not rec'd the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available.